Event description:
It was reported that the subject device had no image displayed during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: suggested the sdi in port on the monitor was defective and customer swapped the monitor with a second radiance monitor and connected it to the subject device using sdi and got a good image. Tac informed the customer that the sdi in port is defective on the radiance monitor, and it will need to be sent into the national service center for evaluation and repair. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus; however, tac observed the reported issue during a call with the customer and provided troubleshooting support. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Troubleshooting was performed, and technical assistance support (tac) asked the customer to swap the monitor with a second radiance monitor and connected it using sdi and got a good image. The customer contacted olympus technical assistance support (tac) by phone, and troubleshooting steps were performed. The customer informed tac of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.